Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during an acl reconstruction surgery, after the femoral tunnel was made with the leg flexed 90 degrees, when the leg was returned to the initial position, the pin passing drill tip wire broke within the knee. The metallic fragments were left inside of the patient. A back-up device was available to complete the procedure in a timely manner. The patient was not injured.

Manufacturer narrative:
One 7208678 2.4mm sterile drill tip passing pin used for treatment but was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were limited without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Root cause related to the manufacture of the device was not confirmed. Product met specifications upon release to distribution. Complaint history review found other regional reports